Event description:
There is a leak/break approx 3cm down on the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product complaint file(s) from this lot.